Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm after changing the infusion set. The blood glucose reading was 400 mg/dl. Customer treated with manual injection. She also reported that the sensor was inaccurately activating threshold suspend. She reported that the no delivery alarm was resolved with a complete set change and was unable to troubleshoot for the issue. Nothing further was reported.